Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that implantable cardiac monitor was unable to complete a wireless transmission. Diagnostic testing/troubleshooting was performed, however, only manual transmission was possible. The icm remains in use, and patient will manually transmit data. No patient complications have been reported as a result of this event.